Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the cooler heater circuit breaker was not working. The switch powers on and off intermittently. The device was not changed out, as the user continued use of the device. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the patient. Investigation in process, but not yet completed.